Event description:
It was reported that the patient presented to the emergency room with discomfort due to muscle stimulation. During a merlin.net transmission the device exhibited back-up mode. The device was successfully downloaded and normal function resumed. The patient's condition was good.